Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set was unable to be primed with lipid solution. The reporter stated that the solution was still not flowing after adjusting the flow indicator to maximum. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The axunge solution is fat emulsion, amino acids (17), and glucose (11%) injection. Should additional relevant information become available, a supplemental report will be submitted.